Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30842. It was reported during a procedure to replace a competitors system on (B)(6) 2020, the physician had difficulty placing two leads therefore the procedure was abandoned.